Event description:
It was reported that the implantable neurostimulator (ins) was depleting really fast. They had noticed a surprising drop in battery level over a short period of time. The patient was implanted in september prior to the date of this report. They had seen an increase in replacements due to rapid depletion. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Event description:
Additional information received reported the implantable neurostimulator (ins) battery depletion was normal, but the reporter expressed concerns that the ins depleted rather quickly from (B)(6) 2015 until now. The patient was seen by their healthcare professional (hcp) on (B)(6) 2015 and the left ins was at 2.71v. At the time of this report, the left ins was at 2.56v. The left ins was programmed to c+, 1-, 3- at 3.2v, 60 usec, and 140 hz. The right ins was programmed to c+, 1- at similar settings to the left side. The right ins battery was at 2.63v. A rechargeable ins was going to be implanted on the day of this report. Additional information received reported the left implantable neurostimulator (ins) was explanted and returned. They were concerned about shortened battery life. The battery readings were inconsistent at each clinic appointment. It fluctuated from 2.6 to 2.4 to 2.56v in 3 months. It was normal battery depletion. There was no patient death or injury and the patient recovered without sequelae. Additional information received reported the issue was a rapid drop in the implantable neurostimulator (ins) battery. In 58 days, the ins battery reading went from 2.71 to 2.59 v. The ins was programmed to 3.2v, 60 usec, and 180 hz. The patient had an increase in symptoms. There were no lead breaks and impedances readings were measured to be normal. The ins had been replaced with a rechargeable ins.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).